Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has been having false lows with his sensor. Customer stated that the sensor glucose is showing 60 and it activated threshold suspend. Customer's blood glucose is 110 mg/dl. Difference between readings was not within an acceptable range and troubleshooting was performed. If the blood glucose value is not within 100-150 mg/dl, customer was advised to wait approximately 30 to 60 minutes before checking the values again. Customer was advised that the sensor will be returned and replaced.

Manufacturer narrative:
Analysis inspected one opened and used enlite sensor and performed continuity resistance test and sensor failed test.